Event description:
According to the initial report, "tissue did not hold up well and was very friable and kept tearing,. Physicians tried to repair it. They went back on bypass and removed the 26 and replaced it with a 27. They stated that the graft seemed defective." Patient impact is described as, "prolonged surgery and ultimate return to bypass and replacement. Patient outcome is good with new tissue." The tissue will be returned for evaluation. This investigation will be relegated to sgpv00, sn (B)(4).